Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin cancer. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ovarian cyst, weight loss, menometrorrhagia, uterine bleeding, dizziness, obesity, fibroids, abdominal discomfort, cholelithiasis, pyelonephritis, ache, right upper quadrant pain, nausea, vomiting, reflux gastritis, right upper quadrant pain, abdominal pain, diarrhea, urinary frequency, micturition urgency, urine odour foul, suprapubic pain, dysuria, dysfunctional uterine bleeding, iron deficiency anemia, upper respiratory infection, cough, ear pain, fever, chills, headache, general body pain, rhinorrhea, sinus pressure, nasal congestion, wheezing, myalgia, shortness of breath, sore throat, menstrual disorder, adenomyosis, pap smear abnormal, human papilloma virus infection and leiomyoma nos. Concomitant products included ciprofloxacin, ethinylestradiol;levonorgestrel (levora-28), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012, ibuprofen (motrin), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera) from september 2014 to october 2016, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition ¿ anemia"), urinary tract infection ("infection ¿ urinary tract infection"), depression ("psychological or psychiatric problems ¿ depression\psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and urinary tract disorder had resolved and the anaemia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2012, (B)(6) 2012. Essure confirmation test conducted specify:- no (per pfs). Patient received treatment for pain, bleeding,urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding(vaginal), urinary tract infection was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin cancer. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ovarian cyst, weight loss, menometrorrhagia, uterine bleeding, dizziness, obesity, fibroids, abdominal discomfort, cholelithiasis, pyelonephritis, ache, right upper quadrant pain, nausea, vomiting, reflux gastritis, right upper quadrant pain, abdominal pain, diarrhea, urinary frequency, micturition urgency, urine odour foul, suprapubic pain, dysuria, dysfunctional uterine bleeding, iron deficiency anemia, upper respiratory infection, cough, ear pain, fever, chills, headache, general body pain, rhinorrhea, sinus pressure, nasal congestion, wheezing, myalgia, shortness of breath, sore throat, menstrual disorder, adenomyosis, pap smear abnormal, human papilloma virus infection and leiomyoma nos. Concomitant products included ciprofloxacin, ethinylestradiol;levonorgestrel (levora-28), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012, ibuprofen (motrin), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2016, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition ¿ anemia"), urinary tract infection ("infection ¿ urinary tract infection"), depression ("psychological or psychiatric problems ¿ depression\psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and urinary tract disorder had resolved and the anaemia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2012, (B)(6) 2012. Essure confirmation test conducted specify:- no (per pfs) patient received treatment for pain, bleeding,urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding(vaginal), urinary tract infection was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin cancer. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ovarian cyst, weight loss, menometrorrhagia, uterine bleeding, dizziness, obesity, fibroids, abdominal discomfort, cholelithiasis, pyelonephritis, ache, right upper quadrant pain, nausea, vomiting, reflux gastritis, right upper quadrant pain, abdominal pain, diarrhea, urinary frequency, micturition urgency, urine odour foul, suprapubic pain, dysuria, dysfunctional uterine bleeding, iron deficiency anemia, upper respiratory infection, cough, ear pain, fever, chills, headache, general body pain, rhinorrhea, sinus pressure, nasal congestion, wheezing, myalgia, shortness of breath, sore throat, menstrual disorder, adenomyosis, pap smear abnormal, human papilloma virus infection and leiomyoma nos. Concomitant products included ciprofloxacin, ethinylestradiol;levonorgestrel (levora-28), hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012, ibuprofen (motrin), leuprorelin acetate (lupron), medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2016, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition ¿ anemia"), urinary tract infection ("infection ¿ urinary tract infection"), depression ("psychological or psychiatric problems ¿ depression\psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menorrhagia ("abnormal bleeding ( menorrhagia)"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and urinary tract disorder had resolved and the anaemia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2012. Essure confirmation test conducted specify:- no (per pfs) patient received treatment for pain, bleeding,urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fentanyl citrate (narco) since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2016, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2013 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition ¿ anemia"), urinary tract infection ("infection ¿ urinary tract infection"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anaemia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2012, (B)(6) 2012. Essure confirmation test conducted specify: no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fentanyl citrate (narco) since (B)(6)2012, medroxyprogesterone acetate (depo provera) from (B)(6)2014 to (B)(6)2016, sulfamethoxazole;trimethoprim (bactrim) since (B)(6)2013 and sulfamethoxazole;trimethoprim (mortin) since (B)(6)2012. In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition ¿ anemia"), urinary tract infection ("infection ¿ urinary tract infection"), depression ("psychological or psychiatric problems ¿ depression\psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and urinary tract disorder had resolved and the vaginal haemorrhage, anaemia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6)2012, (B)(6)2012. Essure confirmation test conducted specify:- no (per pfs) patient received treatment for pain, bleeding,urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events abdominal pain,general abnormal bleeding,psych injury,urinary problems was added and event pelvic pain and menorrhagia outcome was updated to "recovered/resolved" incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fentanyl citrate (narco) since (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2016, sulfamethoxazole; trimethoprim (bactrim) since (B)(6) 2013 and sulfamethoxazole; trimethoprim (mortin) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition ¿ anemia"), urinary tract infection ("infection ¿ urinary tract infection"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anaemia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2012. Essure confirmation test conducted specify: no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs received reporter information was added. Lot no was added. Case become incident with new event added vaginal hemorrhage, menorrhagia, depression, metal anguish, anemia, urinary tract infection. Severity added pelvic pain. Outcome added pelvic pain. Concomitant drugs, treatments drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.